Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was unable to capture at high thresholds. The lead was explanted and replaced. During the lead revision procedure it was observed that the heart tissue was burnt near the cathode. It was noted that the lead had been connected to a competitor device and was pacing at high outputs/high rates. No further patient have been reported as a result of this event.